Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely when performing high-frequency cauterization they came in contact with mucosa and did not push an endo therapy accessory out to the visible position of the green marking in the sheath of the accessory and electrified without contacting electrode of an endo therapy accessory with mucosa. Also, when performing laser cauterization, the user performed laser cauterization treatment without keeping distance from the end of the device until the tip of the laser probe was surely visible on endoscopic image. In addition, when performing argon plasma coagulation, apc, the user did not protrude an apc probe to the visible position of the black ring at tip of the probe on endoscopic image. As a result, the event occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): IFU provides the detection method in ¿operation manual: 3.3 "inspection of the endoscope" "inspection of the endoscope¿. IFU provides the preventive measures in ¿operation manual: 4.3 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a burn on the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as followed: switch box had a dent, grip had a dent, plug unit was damaged, and due to damage on charged coupled device unit, the image had shadows. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.